Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
While the coil (637cs1230, complaint product) was advanced in the microcatheter (transit 2, detail unknown), the coil was stuck in the microcatheter. After several attempts, the coil became stretched and could not be used. All the system was removed from the patient. The coil of same size was used with other microcatheter (lpes, detail unknown) and the coil could be advanced in the microcatheter without any problem. The procedure was completed successfully without any patient injury. Neither the microcatheter nor delivery system were damage. The microcatheter will not be returned for analysis. A constant and dedicated saline source was utilized at all times through the microcatheter. Other than the reported event, no other damages were noticed with the devices, and the coil was still attached to the delivery system. No further information was available. The procedure was coil embolization for internal iliac artery (prior to stent grafting) and the vessel was not calcified and not tortuous.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's pc board was found to be burned/melted. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.